Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical fusion surgery at c5-7 using rhbmp-2/acs on (B)(6) 2009. Subsequently, patient suffers now from injuries including chronic pain syndrome, back pain, neck pain, arm pain, leg pain, shoulder pain, unwanted bone growth, herniated bulging discs, bulging discs, obesity, deterioration of the spine, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an anterior cervical disc excision and fusion c5-6 and c6-7. Patient later returned home, but her pain and difficulties did not subside, now experiences injuries and damages, including chronic pain syndrome, back pain, neck pain, arm pain, leg pain, shoulder pain, unwanted bone growth, herniated bulging discs, bulging discs, obesity, deterioration of the spine, anxiety, and narcotic dependence from prescribed painkillers.